Event description:
It was reported by the patient's wife that the patient went in for a stress test and echo and was told to come back in because something was not right. The patient went back in and was told by their physician that their top lead has quit working. Follow-up was conducted with the clinic for additional information but was unable to obtain requested information after multiple follow-up attempts. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported from follow-up information obtained from the patient¿s clinic that the patient had long av (atrio-ventricular) delay shown on the patient¿s stress test and the physician thought it was possibly undersensing. Therefore, the patient was brought in to the clinic for a device interrogation and threshold tests. The results of the pacemaker check were found to be okay. No performance issues were found with either lead. Both leads remain in use. No patient complications have been reported as a result of this event.